Manufacturer narrative:
Customer care attempted multiple follow-up contacts to obtain additional information and complete documentation; however, the user was unresponsive. Based on the information available at the time of review and due to limited user follow up, no device related investigation was indicated.

Event description:
On (B)(6) 2026, the user reported being hospitalized due to an infection in the blood. At the time of contact, the user stated that they were still admitted to the hospital and had not yet been provided with a formal diagnosis.